Event description:
It was reported the stimulation became ineffective. At follow up, impedances were tested and found greater than 4000 ohms. The lead was explanted and replaced. No further pt complication was reported.